Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over to station due to cce as the package deployed failed. A technical support specialist confirmed that iest (integration support team) rebooted the care fusion coordination engine and verified that messages were crossing over to the station. The tss then logged into health sight viewer and found no critical notices. Order updates were crossing over correctly with current time from the enterprise server side. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing over to station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es generic serve, orders were not crossing over to station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.